Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator has black screen. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Follow-up: per field service engineer (fse) the customer was contacted and the customer reported there is no problem with the unit. The unit is back in service.